Event description:
(B)(6) year old, male patient presented at hospital with unknown injuries. Physician elected to deploy an ER-reboa¿ catheter to stabilize patient. Access was gained in the right common femoral artery and the ER-reboa¿ catheter was deployed to a target of zone I at a depth of 46cm from the access site. While advancing the catheter, the physician noted resistance at 35cm depth and elected to take an image. Upon taking a plain film x-ray, it was discovered that the distal tip of the catheter was kinked and folded back near the balloon, approximately 4cm from the distal end of the catheter. Around the time of the complication, the patient began to respond to blood and fluids so the physician attempted to pull back on the catheter hoping that the p-tip would unkink. This did not occur and the physician was unable to remove the catheter through the introducer sheath. At this point, the physician elected to perform a femoral cutdown and arteriotomy to remove the catheter and sheath together. This operation was successful and the device was removed without further complication. The ER-reboa catheter instructions for use states under precautions, "if an obstruction in the vessel prevents or resists advancement of the catheter, do not force catheter past the obstruction. Remove the catheter and use an alternative treatment." This precaution was followed and based on information available at the 30 day time period it is believed that the device likely encountered tortuous anatomy and/or calcified lesions due to patients age and existing condition which caused the flexible distal tip of the catheter to fold over on itself. This event is not currently considered a device malfunction.